Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected component, a vela front panel assembly, and evaluated the device. An evaluation of the component could not duplicate the reported issue and isolated the issue to intermittent operation due to ingress moisture between the membranes of the touchscreen.

Event description:
Customer claims the touch screen on this ventilator is freezing up, they are requesting for field service to come in and correct this problem. Ventilator was not on a patient.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and determined that the reported issue was caused by the front panel screen. The carefusion field service representative replaced the front panel screen and per the service manual he ran the device through a complete operational verification procedure to ensure that the device meets factory specifications. Upon completion the device was released back to the user facility ready to be placed back into service. The alleged faulty front panel screen was received by carefusion, routed to the carefusion failure analysis lab and staged for evaluation.